Manufacturer narrative:
The product has not yet been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a customer that on (B)(6) 2018, a tcc23001, tcc-ez case of 10 casting systems 3" package was open and was noted that it hardened out from the silver packaging. Additional information received on 06aug2018 showed that there was a delay of 5 minutes because they had to go get another cast. No patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation. The batch record was reviewed and there were no deviations found in the production process or in the finished goods inspection. One sample was pulled out for analysis. Full specification testing was done and all parameters were found to be acceptable. Appearance is good and no hardened issue was observed. The product was released without any issue. The root cause that might have caused the issue was shipping and storage. Products has to be handled properly to avoid pressure and stress and has to be stored within indicated 15oc- 30oc storage conditions.